Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 22 mg/dl; cause was unknown. Reportedly the customer "passed out and had a seizure". Customer was treated with intravenous fluids of saline and dextrose. Customer was released later that day with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and the pump is functioning as intended.